Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and a battery out limit alarm. It was stated that the customer the battery had been out for over 10 minutes. It was stated that the customer was in (B)(6), but is from (B)(6). The blood glucose reading was 6.5 mmol/l. There were no significant events leading to the alarm observed. Troubleshooting was not able to be completed due to the unresponsive keypad. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
No battery out limit alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case at the reservoir tube window corner and a missing end cap sticker.